Event description:
This is report 2 of 2 for (B)(4). It was reported by a healthcare professional through clinical research report for clinical evidence on safety and performance of the healix advance br with dynatape device that postoperatively to a rotator cuff repair procedure performed on (B)(6) 2021, the patient had a revision procedure on (B)(6) 2021 due to a recurrent tear likely secondary to smoking and noncompliance. According to the report, the patient had a postoperative pain and re-tear on (B)(6) 2021. The status of the patient postoperatively was unknown. No additional information was provided. This report is for one (1) 4.5 hlx adv br 2.5 dynat blk device. This complaint involves two (2) devices.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through clinical research data. The clinical research data indicated depuy mitek product failure(s). Since there was no contact information, no follow-up attempts could be performed. It is unknown if complaints derived from this clinical research data were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.